Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had a reprogramming done in august. Since then, the patient has experienced explosive diarrhea. The patient stated that their urinary symptoms had also regressed below baseline. The patient had stool testing and a colonoscopy performed, but nothing was found. It is unclear if the situations were related to the device. The patient turned off their stimulation to assess. There were no additional patient complications.